Event description:
It was reported that the user received an insulin occlusion alert on the ilet system after a supply change, and troubleshooting confirmed the motor function was normal while an infusion site issue was suspected; the user performed a dry run, then changed the infusion set and supplies, which resolved the occlusion. Symptoms included elevated blood glucose of 171 mg/dl without reported clinical sequelae. Outcomes included the need for device intervention and user guidance, with restoration of therapy after the infusion set and supply change. Investigation included technical support troubleshooting and user-performed functional checks. Investigation of this case revealed an infusion site issue consistent with an occlusion that resolved after changing to a new infusion site (contact detach steel, lot 6011604) and supplies while the motor operated as intended. It was concluded that the event was related to an infusion pathway obstruction at the site, with the device functioning as designed after supply and site replacement.